Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigations are completed, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 500ml; flow rate: 4 & 6 ml/hr; procedure: left shoulder arthroscopy and rotator cuff repair; cathplace: interscalene block. A patient reported experiencing ringing in her ears, metallic taste, shortness of breath, headache and numbness in her face and lips 30 minutes after changing the flow rate of the device from 4ml/hr to 6ml/hr. The symptoms began at 8:00pm. At that time, the patient no longer had numbness in shoulder. The patient decreased the low rate back to ml but continued to have ringing in ears, metallic taste in her mouth and shortness of breath overnight. The following day, the patient contacted the anesthesiologist and was instructed to stop the infusion. At 2:00am, the infusion was stopped. At a later time, all symptoms dissipated and the patient recovered from the event.